Event description:
According to the reporter, a female patient had initial surgery in early 2008. The surgery was performed for chiari malformation; large posterior fossa. The surgeon had used surgicel (j+j), durepair (medtronic) and duraseal. There was a csf leak at 6 weeks post-op, requiring a 2nd surgery, performed approximately last week of february. The surgeon used the same combination of materials. The patient developed another csf leak at 6 weeks post-op on 2nd surgery and had to go in for a 3rd surgery. On 3rd surgery, around the 1st week in april, the surgeon did not use duraseal.

Manufacturer narrative:
The patient has recovered and she is doing well. Dr does not attribute either of the leaks to duraseal. The duraseal IFU states: "the duraseal dural sealant system is intended for use as an adjunct to sutured dural repair during cranial surgery to provide watertight closure." The IFU further cites the incidence of csf leaks in the clinical study: "the incidence of post-op csf leaks in this study was 4.5%. Of these 1.8% were incisional and 2.7% were pseudomeningoceles."